Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had 3 backup battery faults on the system controller, (B)(6), with the last one occurring on (B)(6) 2026 with the backup battery. The patient switched to their backup system controller, (B)(6), with a new backup battery after the backup battery fault. The backup system controller had also had a backup battery fault in the past. The ventricular assist device (vad) engineer replaced both system controllers, due to multiple backup battery faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was unable to be confirmed. The system controller and backup battery returned for analysis. The system controller passed all functional testing without issue. The backup battery load test was initiated several times during testing, but there were no instances where the backup battery did not pass. Downloaded log file data was reviewed, and no backup battery faults were observed in the data reviewed. The driveline was disconnected on (B)(6) 2026, consistent with the reported controller exchange. The system controller appeared to operate as intended while the driveline was connected. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed for the system controller (serial number: (B)(6)) and the records revealed no deviations from manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.